Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. Reconnected the battery tube connector on the interface board. The pump functioned properly and the pump passed the unexpected restart test, self test and all operating currents were normal. No unexpected low battery or off no power alarms were noted during testing. Unable to perform the rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump will not turn on even after replacing with a new battery cap and new battery. The customer stated that the pump was not dropped or wet. The customer will be sent a replacement pump.